Event description:
It was reported that a ureteral axxcess catheter device was used during a procedure. Reportedly, the ureteral catheter broke. No further information was reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break. Block h11: investigation results: the axxcess ureteral catheters was returned for analysis and a visual evaluation noted that the device returned detached in two pieces and kinked. Microscopic examination was performed under magnification, and it was possible to see that the device was detached and kinked. With all the available information, boston scientific concludes that the reported event was confirmed. It is possible to conclude that this could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to detach and kink. Based on the analysis results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that a ureteral axxcess catheter device was used during a procedure. Reportedly, the ureteral catheter broke. No further information was reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break.